Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on the lead with contacts 1-8 following a fall. As such, surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.